Event description:
It was reported that a patient underwent a successful x-stop procedure on (B)(6)2009. Approximately two weeks post-procedure, the patient felt something 'pop' in her back which caused her pain. Upon follow-up with the treating physician, x-ray results were normal. At that time, the physician prescribed neurontin. The patient went to see another surgeon for a second opinion. The surgeon stated that the x-ray results were normal and recommended that the patient begin physical therapy. The patient reported that the back pain is the same as it was before the x-stop procedure. No further information was reported.

Manufacturer narrative:
Device not returned, follow up with patient.